Manufacturer narrative:
(B)(4). A hospital biomed performed a checkout of the equipment and confirmed the reported complaint. The flow sensors were replaced.

Event description:
The hospital reported that, during a case, the unit alarmed for a flow sensor failure. There was no reported patient injury.